Manufacturer narrative:
Device 2 of 2. E1: complainant country: china. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 1000317571.

Event description:
The nurse reported that, aseptic packaging was found to be open before use. A video and photograph depicting the issue were received from complainant.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d8: was this device ever service by a third party? H4: device manufacture date - in initial emdr, the manufacture date was added as 03 july 2024, but the batch record confirms the manufacture date is 02 july 2024. Hence, it has been corrected. H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause h11: investigation summary: a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel ag+ extra 4x20cm (1x10pk)ster eur was manufactured under system application product (sap) code 1708360 and manufacturing lot number 4e04123 on 02 july 2024. Sap identifies the manufacture date as 03 july 2024, but the batch record confirms production began on 02 july 2024. Lot # 4e04123 was sterilized under run and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. A single nonconformity was identified during the manufacturing process of lot 4e04123, raised on 16th july 2024. The non-conformance (nc) identifies incorrect information within the secondary unique device identification / unique identifier (UDI) barcode contained incorrect global trade item number (gtin). This is the second of 2 complaints for the lot registered within database, with the other complaint for general dissatisfaction due to the reflective foil pack being difficult to scan. The complaints are unrelated. One photograph and one video was received for this issue, evaluated in accordance with work instructions (wi). The image and video confirm the expected product and lot, as well as the complaint issue where two primary sachets are already open. The photo shows evidence that a seal was originally in place, suggesting the sachet has already been opened by hand. Previous investigation has been completed for dressings found with opened seals raised in CAPA 1808065, as the sachets seen in the image and video show evidence of a seal having been in place. However, they also show additional local labelling has been applied to the individual sachets, so the complaint was escalated to the distribution quality team. Investigation was completed at the china distribution centre to confirm that no open seals were identified during inspection and local relabelling process of the batch. Labelling operations are completed by hand could not open the seal of products in error. It is therefore unlikely that the open seals were present at the point of relabelling or caused during the relabelling process. The receiving hospital operates inspection at the point of receipt, and as no abnormality was reported, it is expected the products were received in good condition. It is not possible to identify where the primary sachets were opened, but the manufacture site and the china distribution centre (dc) can be ruled out as a possible root cause due to the inspection at the point of labelling and following inspections at receipt. The products have been shipped via 2 distributors before reaching the complainant hospital, so there have been additional opportunities outside of convatec control for packs to have been opened, or by other users at the hospital itself. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571